Event description:
It was reported that during left hip revision due to periprosthetic fracture, while twerking, bolt snapped. Sales rep says that primary product was not stryker product.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown bolt. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.